Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown left saline implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast augmentation with unknown saline breast implants which during the replacement surgery, it was noticed that the right implant was deflated after implantation. The patient underwent bilateral removal and replacement as follow left replaced with catalog number 3506504bc, serial number (B)(4) and right replaced with catalog number 3506504bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).